Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reports being cut by the directcheck control ampule while crushing it. Customer was using the protective sleeve to activate the control. However, the plastic shield was removed to squeeze the control drops on to the cuvette. A piece of crushed glass pierced the control's outer plastic tube and cut the customer's finger. No report of serious injury, or intervention.

Event description:
During troubleshooting, caller reported missing/darkened elements of the meter screen display. No adverse event reported. A request was made for the return of the device, replacement was sent.